Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms and loss of capture. A revision procedure was performed where the lead was viewed under fluoroscopy and no issues were seen. The rv lead was then tested on a pacing system analyzer (psa) and yielded the same high out of range pacing impedance measurements and loss of capture. Subsequently the lead was surgically abandoned. No additional adverse patient effects were reported.